Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the above investigation result, lamp failure was confirmed. It is likely the following led to the malfunction: video function did not work properly due to lamp failure then (intermittently switches from main light to backup light) occurred. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, while using xenon light source the lamp light was switching intermittently from main light to backup light during unspecified procedure. The intended procedure was completed with the similar device. There was no report of patient harm associated with the event. The device was returned for evaluation. The evaluation found that subject device had lamp failure. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. The customer's allegation was confirmed after 5 hours burned in due to faulty lamp/non-olympus lamp. In addition, device evaluation found the following findings: the top cover, bottom chassis and panel chassis were rusted; the returned device had non-olympus lamp life meter was reading at 50+ hours and missing one lamp washer and there was corrosion inside the scope socket tubing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Establishment name: adventist health system sunbelt inc. Hos. Warehouse (edited in respective field due to character limitation).